Event description:
The patient reported that the pump was unresponsive.

Event description:
In 2009, the facilities biomedical engineer reported to baxter global technical services one colleague volumetric infusion pump in which multiple air in line failures occurred during patient therapy. Therapy was interrupted (stopped) for an unknown period of time while the pump was changed out. This event occurred in the general patient ward. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Event description:
Caller reports that during a correlation study the following coaguchek s, xs 1, and xs 2 results were obtained: coagucheck s coaguchek xs 1 coagucheck xs 2 3.3 inr 2.4 inr - - 1.6 inr - - 2.1 inr 3.8 inr 2.9 inr 2.9 inr 2.5 inr - - 2.0 inr 2.3 inr 1.7 inr 1.7 inr no actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report.(B) (4)

Event description:
It was reported that during a da vinci s prostatectomy procedure, the tip of the permanent cautery hook instrument broke and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The device has been returned to baxter for evaluation. A follow up report will be filled upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
Evaluation summary: the condition of multiple air in line failures was confirmed due to a defective or damaged air-in-line printed circuit board going out of calibration, when the pump head module heats up from normal use. Upon the completion of baxter's investigation of this report, the pump will be routed to our service department, where appropriate servicing will be completed prior the pump being returned to the customer.

Manufacturer narrative:
This device utilizes user interface module master software (B) (4) categorized as colleague 2006. (B) (4)